Event description:
It was reported that a power on reset was observed on a remote monitoring transmission. The patient was noted to have been scheduled for radiation treatment; however, there was no confirmation that this had occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in (B)(4) on (B)(6) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2012. (B)(4).